Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during the revision surgery the surgeon was removing existing expedium sfx cross links¿the vase was an expedium removal from prior surgery. The event occurred while the surgeon was removing previously implanted hardware. When loosening the center locking cap, the final tightening driver shaft tip broke off. Note: the counter torque tube was not used. I did recommend that he use the counter torque tube prior to using the final tightener/shaft. The implant was removed from the patient as intended. The driver broke during removal with no adverse events. The sheared tip was stuck in the implant and removed from patient. Fragments were generated and easily removed. There is no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown cross connector (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: visual inspection of the returned device performed at customer quality (cq) shows device broke at the distal tip (broken tip not returned). No new issues were identified. Defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document/specification review: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Complaint confirmed? Yes, the distal tip of the device was broken. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown, most likely excessive force was used during insertion resulting in the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for sfx x20 torque driver shaft was conducted identifying that lot number 0409nt was released in 2 batches. Batch1: lot qty of (B)(4) were released on may 08, 2009 with no discrepancies. Batch 2: lot qty of (B)(4) were released on apr 20, 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d8. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: d10. H3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.